Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved an 18 cm, approximately 0.43 ml pressure infusion extension set with a surplug micro clear rotating luer. It was reported that there was a recessed valve and associated blood leakage. There was no reported patient involvement.